Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was in backup mode. The cause of backup was unknown. Patient presented in clinic for device interrogation and restored device software to resolve the issue. No loss of high voltage (hv) therapies noted. Patient condition is stable throughout.